Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the device delivered therapy multiple times to no avail. The patient's rhythm remained irregular. Follow up with the patient's clinic determined that the patient had atrial fibrillation (af) with rapid ventricular response. The device remains in use but was reprogrammed. No further patient complications have been reported as a result of this event.